Event description:
It was reported that during aptca procedure, resistance was met while attempting to back load the rx rocket onto a guide wire. The rx rocket was removed from the guide wire which revealed that a little piece of plastic was seen on the guide wire. The balloon catheter never entered the pt, and no pt injury occurred. Another rx rocket was used to successfully complete the case.